Event description:
Three patients, following procedures using hp transesophageal probes, developed blisters on their tongues. The probes were processed in cidex opa prior to the procedures. One pt experienced minor discomfort that required no treatment. The dr at the facility stated that one pt had esophagitis-like symptoms which resolved in a few days. There was no further testing required for this pt.